Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2014. Product type lead, product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2014. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that a manufacturer¿s representative (rep) thought maybe that was the issue of the sensation and did an x-ray and had mentioned to the patient to just shut down the machine. No further complications were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: 09-apr-2017, UDI#: (B)(4), product ID: 3777-60, serial/lot #: (B)(4), ubd: 09-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient was in a bad car accident in 2016 and it was violent enough that the leads became out of position. The patient had their doctor move the leads back into place on (B)(6) 2016. The doctor thought that was the issue and they wanted the patient to do another x-ray to see why the sensation was occurring. An x-ray was performed and the leads looked good and were in the proper position in the back. No further complications were reported or anticipated.